Event description:
The customer reported that the insulin pump was delivering too much insulin. Troubleshooting was performed. The customer stated that the device shut off without any warning while she is sleeping and does not feel comfortable with it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.